Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicated that the patient was stable before, during, and post-procedure

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, an episode of non-sustained right ventricular oversensing from right ventricular lead noise was observed. The patient later presented at the emergency room after receiving an inappropriate shock due to the lead noise. It was discussed to turn off defibrillation therapy and for the patient to be fitted for a life vest. Lead revision was also discussed. The patient is in stable condition and will continue to be monitored.

Event description:
New information received indicated that lead fracture was also noted. The right ventricular lead was explanted and replaced.